Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tubes, the device experienced underfill/low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "in order to get constant blood flow into the edta tubes they need to push the tubes constantly and with strained effort into the needle".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-03-11. H6: investigation summary: bd received one sample for investigation. The sample was evaluated by functional draw testing and the indicated failure mode for tube push off with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. There were no change in the raw materials. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tubes, the device experienced underfill/low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "in order to get constant blood flow into the edta tubes they need to push the tubes constantly and with strained effort into the needle".